Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "at >85% o2 the o2 concentration will hit the set point but then fall below tolerance triggering an alarm ".

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The unit alarmed with a low oxygen alarm. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur.

Event description:
The following was reported to hamilton medical ag: "at >85% o2 the o2 concentration will hit the set point but then fall below tolerance triggering an alarm ".